Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Manufacturing date for the patient interface (nim4cpb1): 2023-06-29 h3: product analysis (nim4cpb1): the customer's reason for return has been confirmed. The fuse decal was worn, a cracked lid and the afe pcba electrode pins were broken. Applicable codes: fdm b01, fdr c0601, c070602 & c070603, fdc d16. Applicable codes for console (nim4cm01): fdm b01, fdr c20 & fdc d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the parodied procedure, the nim vital had a lot of noise on both channels. The customer did an electrode check, channel 2 would have a green check mark, and then go back to spinning. Troubleshooting was performed, rebooting the pi box helped the issue. The was a procedure delay and it was less than one hour. There was no injury to the patient.

Manufacturer narrative:
B5: new information received. H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The console was working fine with other patient interface.